Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced pain and tenderness in the hip and groin, which has never gone away. Patient faces possible metal poisoning, bone loss, chronic pain, decrease in quality of life, and other medical problems.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Update: (B)(4) 2012 - medical records were received. The surgery date of (B)(6) 2010 was a revision surgery. The manufacturer of the devices removed on (B)(6) 2010 is unknown. The devices implanted on (B)(6) 2010 have been updated to the complaint; however, they are not mom as reported in the original litigation. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (b(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.